Event description:
It was reported during the reprocessing the subject device had a blurry camera head and the cable cord had the torn on it. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the reprocessing the subject device had a blurry camera head and the cable cord had the torn-on it. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 224. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 and blurry image was caused due to bad cable unit connector pins. Probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.